Event description:
Information received indicated this patient was power washing floors around midnight and felt mist and debris fly into the right eye and removed the lens after 2 hours. Patient went to the ER the next day and the ER physician cultured a "corneal lesion and abrasion." Diagnosis, corneal ulcer. Va od 20/20. Treated with ciloxan drops. Patient was then treated by the ophthalmologist. Three days later, the patient was found to have grade 2 corneal edema; grade 4 staining and grade 2 conjunctival injection. Patient had a 0.7mm mid-peripheral infiltrate with an overlying epithelial defect and 2 areas of corneal abrasion. Va 20/60 unaided. Treatment ciloxan. Follow-up the next day found a 0.75mm infitrate with a 0.33mm overlying defect and an area of irregular epithelium, presumed borders of the healing abrasion. Medication changed to vigamox q2h. Record for 4 days later indicates no overlying epithelial defect. No change in infiltrate. Vigamox q3-4h.